Event description:
It was reported electrodes 8 and 9 had impedances >10,000 ohms. It was later reported impedances were checked before surgery for removal due to allergic reaction and noted as within normal limits. It is unclear if there was an issue with impedances since previously it was reported impedances were >10,000 ohms. Reference manufacturer report # 3004209178-2013-24014 for report on allergic reaction and removal of device.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, lot# serial# (B)(4) implanted: (B)(6) 2009, product type: recharger. Product ID: 3708160, lot# serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, lot# serial# (B)(4) implanted: (B)(6) 2009, product type: extension. (B)(4).